Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose level via bolus delivery and manual injection. Customer advised they took a large amount of antibiotics which resulted in high blood glucose levels. Customer¿s blood glucose level went down as low as 150 mg/dl. The product will not be returned.